Manufacturer narrative:
Initial and final MDR 1885059 - MDR 3003442380-2024-07547 - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-apr-2024, it was reported that the infusion set fell off during use 4 infusion sets and infusion set patch did not stick to skin upon insertion for 1 infusion set, which caused the patient's blood glucose to around 250 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.